Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a portion of powerpicc catheter. The first two photographs depicted a removed catheter segment which included a portion of the molded joint and a short length of catheter. The distal end of the catheter appeared irregular and deformed. The proximal end of the catheter terminated at the suture wings, which were secured in a statlock stabilization device. Usage residues were observed throughout the sample. The third photograph appeared to depict the same device prior to removal. Catheter damage was evident in the submitted photographs; however, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include over-pressurization (burst) damage, tensile damage and material fatigue. A lot history review (lhr) of recw1728 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the home care rn was contacted yesterday about the issue with PICC. She went to do a visit, noted that line was dislodged, tried to remove it, but only had return of 7 cm of tubing and end was broken off. Patient was sent to the ed. Interventional radiologist removed the retained catheter via femoral vein approach.